Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. As the customer reported issue with both freestyle libre sensor and freestyle libre reader device, a report has been submitted for each device. However, only 1 adverse event occurred due to these issues. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low reading with the freestyle libre sensor, followed by an error when attempting capillary test with freestyle libre reader built-in meter. The customer reported experiencing hyperglycemia with nose bleeding, and had contact with a healthcare professional. A healthcare meter result of 25.8 mmol/l was obtained, and the customer was treated with insulin (dose/type unknown. The customer was additionally provided unspecified prescription and was treated for nose-bleed. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. Product has not yet been returned for this complaint. Adc investigated the complaint for low readings of the sensor scan and determined that there was no indication that the product did not meet specification. Sensor kit expiration date was determined to be 30-jun-21. Aware date of this issue was 21-oct-21, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low reading with the freestyle libre sensor, followed by an error when attempting capillary test with freestyle libre reader built-in meter. The customer reported experiencing hyperglycemia with nose bleeding, and had contact with a healthcare professional. A healthcare meter result of 25.8 mmol/l was obtained, and the customer was treated with insulin (dose/type unknown. The customer was additionally provided unspecified prescription and was treated for nose-bleed. There was no report of death or permanent injury associated with this event.